Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation.during the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles or degradation inside the blower kit.additionally, the service technician also noted error codes e065(err_stuck_encoder_a). The device was scrapped by the service center after the evaluation was completed.